Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, underweight, part of the shell is missing. A microscopic analysis was performed which one crease sharp in the radius. Stress marks. Based on the device analysis the final assessment is: a crease sharp broken on radius side assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture diagnosed via MRI. The device remains implanted.